Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that when the doctor used handpiece for 5 minutes, he found that the hemostatic function was always on. The doctor tried to reconnect the handpiece but useless. Finally, the doctor changed a new handpiece to complete the surgery. There was no impact to the patient.